Event description:
During a colon resection procedure, the staples were missing. The surgeon applied another device. No pt injury was reported.

Manufacturer narrative:
7/22/97-supplemental report #1 submitted to FDA.